Event description:
Interrogation of her lvad demonstrated a power spike of 21, withmultiple spikes in the 15 range. She has continued to have an increase inher power spikes, without appreciable etiology. Waveforms sent tothoratec.